Event description:
Allegedly patient complained of pain and poor function. Product was removed and provided to the family by hospital administration.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2008-00325, 00326.